Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device photography finds evidence to suggest the metal liner was cemented into the acetabular cup. This is not recommended and is considered off label use. The femoral head shows signs of coming into contact with the cup. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Review of provided patient x-rays confirms the reported vertical cup orientation. The acetabular component is meant to be implanted at a 45 degree angle. Poor positioning of the acetabular component can lead to eccentric wear. The patient is a reported (B)(6) female with a calculated (B)(6). The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Overloading of the component may lead to fracture or loss of fixation. No further conclusions can be drawn with the information provided. The investigation could not verify or identify any product contribution to the reported event. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Wear of pinnacle ultamet metal insert where pinnacle cup was placed in high inclination angle. Evidence of metallosis was present in the surrounding hip tissues. This patient forms part of bearing surfaces trial conducted at (B)(6) under professor head 136528310 and pinnacle 300 cup 121703052. What was done to complete the procedure: removal and revision of pinnacle shell and insert and converted to a pinnacle sector shell and altirx liner head exchanged as well and stem well fixed so it was retained. Potential adverse event:failure of pinnacle ultamet bearing surface with evident metallosis present in the hip joint. Event required a revision of the acetabulum.